Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported pain, cardiac arrest and pericardial effusion resulting in death cannot be determined. Death, pericardial effusion, pain and cardiac arrest are known possible complications associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. On (B)(6) 2025, the patient developed a pericardial effusion, along with abdominal pain, followed by cardiac arrest. CPR was performed. On (B)(6) 2025, the patient expired.